Event description:
The manufacturer previously received information stating a trilogy evo had a system leak fail. There was no harm or injury reported. The device was not in patient use. There was no device log or failed test sheet for review. The device evaluation has not yet begun. The device evaluation was completed, and a pneumatic test failure was confirmed due to contamination. The following components were replaced to address the issue: blower assembly, machine flow sensor and inline proximal filter. Additionally, a sensor drift alarm condition was observed. This indicates the sensor drifted too high during calibration. It would not affect the device's ability to deliver therapy as designed. The device's internal battery, detachable battery, muffler assembly, air inlet foam filter and particulate filter were replaced preventatively. The device's vanity cover was replaced due to physical damage. Preventive maintenance was performed. The device was cleaned and tested and passed all final testing.